Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, loss of capture at high output was observed. Fluoroscopy revealed perforation and a small effusion. The lead was repositioned successfully. The patient was in stable condition.